Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 85", system fault 36", system fault 37" and pacer fault 115" messages. Complainant indicated that there was not patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.